Manufacturer narrative:
During inspection and testing, error code e315 (scope error) occurred because of an electrical continuity error due to water invasion in the scope connector. The reported issue (damaged connector) was confirmed during testing. The connector was damaged due to handling. In addition, there was play in the angulation knob and angulation was insufficient due to elongation of the angle wire, there were scratches on multiple parts of the device due to handling, the flexibility adjustment ring did not function due to damage, there was a trace of water invasion in the device at the operation part, light guide coil, and connector, the suction cylinder was scraped due to handling, the paint on the suction cylinder was peeling due to handling, the light guide serpentine section was wrinkled due to handling, the paint on the air/water cylinder was peeling due to handling, there was noise in the image due to water invasion in the video connector, and there was an air leak in the air/water channel due to the channel being buckled and deformed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the connector on the subject device was damaged. The subject device was sent to an olympus service center for evaluation. During inspection and testing, error code e315 (scope error) occurred. This report is being submitted for the malfunction found during evaluation (error code e315). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it's likely the image was lost due to deterioration of the scope connector caused by fluid ingress. Probable causes of the event are 1) deterioration caused by fluid ingress over time had progressed or 2) damage such as cracks and scratches on the scope connector and damage such as wrinkles and scratches on the universal cord caused by mechanical load stress such as shaking, twisting, bending, and pulling was temporarily or continuously applied or 3) there is a low possibility that mechanical load stress was applied during a previous repair. Olympus will continue to monitor field performance for this device.